Event description:
Literature was reviewed regarding: the comparison of the short and mid-term results of endovascular interventions and bypass graft surgery in the treatment of patients with intermittent claudication complaints due to isolated femoropopliteal artery disease (kocaoglu 2024). The time frame of this study was: january 2015 to may 2020. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: paclitaxel-coated pta balloons and everflex peripheral self-expanding stent systems. There was no in-hospital mortality. Fifteen (3.4%) patients died during the follow-up period. The causes of death were: myocardial infarction: 3 deaths (0.7%), acute renal failure: 6 deaths (1.3%), stroke: 6 deaths (1.3%). Patient adverse events included: amputation: 6 cases in the surgery group and 21 cases in the endovascular group, with details of above-the-knee and below-the-knee amputations). Bleeding: 2 cases in the surgery group and 8 cases in the endovascular group requiring reoperation. Acute renal failure necessitating renal replacement therapy in 3 patients (0.7%) who had chronic renal insufficiency and underwent endovascular intervention. Graft infection: 7 cases in the surgical group, with 2 within the first month and 5 between the first and 12th month. Arterial dissection: 15 cases, with 3 being followed due to non-critical impact and 12 leading to complications. Re-intervention: 15 cases within the first month in the endovascular group, with additional cases reported in the follow-up period. Recurrent intermittent claudication (ic): observed in patients requiring re-intervention. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Literature title: the comparison of the short and mid-term results of endovascular interventions and bypass graft surgery in the treatment of patients with intermittent claudication complaints because of isolated femoropopliteal artery disease perfusion 2024, vol. 39(6) 1247¿1255 © the author(s) 2023 article reuse guidelines: sagepub.com/journals-permissions doi: 10.1177/02676591231187957. Journals.sagepub.com/home/prf a2 average age a3 majority gender b3 date of publication medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.